Manufacturer narrative:
Device evaluated by third party service center.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a bipap a40 pro. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. The unit was replaced by a new one. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.